Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 30mmh2o. The valve was visually inspected: the siphon guard was missing and the silicone housing was torn. The valve was irrigated with purified water, no occlusion was noted, but biological debris was flushed out during the irrigation. The valve was dried. It was not possible to leak test the valve due to the torn silicone housing. The valve was tested for programming. The valve failed the test, during the programming process the cam mechanism did not move. The valve was pressure tested at 30mmh2o, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. The cam magnets were also controlled. The magnets passed. Review of the history device records confirmed the valve product code ns9008 with lot cgldbl, conformed to the specifications when released to stock on the 24th october 2006. The root cause of the problem found during investigation is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. The root cause for the torn silicone housing could be due to a sharp or pointed object coming into contact with the silicone, this however could not be determined, as noted in the IFU silicone has a low tear / cut resistance. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
The device was implanted via l-p shunt to a patient with inph. Doi and the initial setting pressure are unknown. On (B)(6) 2015, the device was removed due to valve occlusion. After the removal, the patient's condition is stable without implanting another product.